Event description:
It was reported that this rv lead had high thresholds of 5.0 v @ 1.0 ms during in office follow up. This lead remains implanted. Clinic will continue to observe lead on home monitoring.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.